Event description:
On (B)(6), 2011, it was alleged by a doctor in (B)(6) that a patient experienced paresthesia, in the form of a pricking sensation on his bottom lip, after he was treated with pulp canal sealer.

Manufacturer narrative:
The patient was retreated with therma fill and no further information has been received to indicate any further effects to the patient's condition. To date, the product involved in the incident has not been returned for evaluation. The retain sample was evaluated and the results were within specifications.